Event description:
Automatic implantable cardioverter defibrillator implanted 2/11/98, antibiotic prophylaxis given. Pt discharged 2/12/98 from hosp. Pt seen in electro physiology study clinic 2/13/98 and 2/18/98 for wound check and automatic implantable cardioverter defibrillator clinic. On 3/2/98 pt complained of redness at site. She went to local ER, no temperature. Given 2% bactroban ointment. ER md gave diagnosis of cellulitis per pt. 3/4/98-scheduled electro physiology study clinic app't electro physiology study drs feel site is not infected or cellulitis wound has healed well w/some erythema in linear shapes, most likely dut to tape.